Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic due to an alert. It was determined that an alert was triggered for the right ventricular (rv) lead due to high and spiking rv and superior vena cava (svc) coil impedance. The rv lead currently remains in use and is being monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a lead fracture was suspected. The rv lead patient alert was programmed off, and tachy arrhythmia detection and treatment were programmed off. No patient complications have been reported as a result of this event.